Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, the patient developed a hematoma with serosanguineous drainage at the device implant site. The patient was treated and the device remains in use. The patient is part of the product surveillance registry study. No further patient complications have been reported as a result of this event.